Event description:
The customer's husband reported the customer had a blood glucose value of 481 mg/dl after forgetting to take her insulin at breakfast. Husband reported customer received a no delivery alarm from the insulin pump, which was resolved by a complete set change. It was advised to call the helpline back immediately in the future in order to properly troubleshoot no delivery alarms. There was no hospitalization reported for the high glucose values. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.